Event description:
A report was received that a patient was having trouble charging and the scs had gone into hibernation. Further information revealed that the patient was revived with an automated external defibrillator (AED) and was hospitalized. The patient's ipg had been depleting quickly and not holding a charge since then. The patient's hospitalization is unrelated to the device. The physician recommended on replacing the ipg.

Event description:
Caller states patient tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.